Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "check pads" message. The electrode pads were replaced and the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device (serial number (B)(4)) and the device also displayed "check pads" message. The clinician then obtained a third device (serial number unknown-m series) to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.